Manufacturer narrative:
Additional information indicated that the field representative did not have the products to return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead acquired damage at the connector pin as the patient manifested twiddler's syndrome. Further, the lead also eroded through the skin. This ra lead was explanted and be will returned. No additional adverse patient effects were reported.